Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. X-ray inspections of the terminal pin assembly and electrode tip found no anomalies. A cut was noted in the insulation, consistent with damage caused by the explant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. An invasive procedure was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.